Manufacturer narrative:
This event has been reassessed. The event is no longer considered a malfunction, and is now classified as not reportable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lower lobectomy, the device jammed and did not fire. Another device was used to complete the case. There was no patient injury.